Event description:
Patient was being disconnected after finishing a dose of cytarabine, a few drops of chemo/flush fell on floor and bed. This was from a phaseal optima connector (c35-o) lot 2405506 - this is the "male" connector piece.